Event description:
It was reported to boston scientific corporation that during a procedure using a capio slim suture capturing device, the needle failed, twice, to capture inside the capio cage when first attempting to place the lead suture. When the device was then test-fired outside of the patient, the carrier failed to fully retract. The procedure was completed with another capio slim suture capturing device with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio slim suture capturing device, the needle failed, twice, to capture inside the capio cage when first attempting to place the lead suture. When the device was then test-fired outside of the patient, the carrier failed to fully retract. The procedure was completed with another capio slim suture capturing device with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date. The reported lot number, 14517396, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the device was within specifications. Functional testing of the returned capio device showed that it operated with no anomalies. The reported event could not be confirmed.